Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the right coronary artery. Non-bsc guide wires were used for a buddy wire technique and a 2.25 x 20 synergy drug-eluting stent was advanced to treat the lesion. However, the stent delivery system did not work properly. The stent was implanted, but had to deflate and inflate the balloon twice to withdraw the delivery system of the stent. This event caused the jailing of the guide wire in the stent struts. The physician attempted to remove the guide wire by pulling the wire back, but the guide wire broke off at the level of brachiocephalic artery. At the end, the team decided for cardiac surgery. During cardiac surgery, the implanted stent was removed from the patient. No further patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 12:08 pm CT. The report number is being corrected from: 2134265-2018-64583 to: 2134265-2018-63180.

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the right coronary artery. Non-bsc guide wires were used for a buddy wire technique and a 2.25 x 20 synergy drug-eluting stent was advanced to treat the lesion. However, the stent delivery system did not work properly. The stent was implanted, but had to deflate and inflate the balloon twice to withdraw the delivery system of the stent. This event caused the jailing of the guide wire in the stent struts. The physician attempted to remove the guide wire by pulling the wire back, but the guide wire broke off at the level of brachiocephalic artery. At the end, the team decided for cardiac surgery. During cardiac surgery, the implanted stent was removed from the patient. No further patient complications were reported and the patient was stable. Device evaluated by MFR: the stent delivery system was not returned for analysis. The stent was returned attached to a broken guidewire. The stent was detached from the delivery system. The stent was damaged and stretched its entire length. Hardened medium resembling blood/tissue was attached to some of the stent struts.